Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an operation on (B)(6) 2014. The surgery was completed without any problems. In a medical check up the x-ray shows that the screws have backed out of the bone without fracturing the bone. It was also reported that the patient experienced some weight loading. There is an additional surgery scheduled for an unknown date in (B)(6) 2014. This report is for 3 of 5 (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision procedure occurred in (B)(6) 2014 and all the devices were removed.

Manufacturer narrative:
Additional narrative: implant, explant: (B)(6) 2014; exact date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.